Event description:
A customer reported a crack in the body of her pump, which had been present since she received it. Her healthcare provider can verify the issue, and an image of the crack was provided as evidence. There was no reported impact on the customer¿s blood glucose level. The customer technical support team approved a replacement pump, and arrangements were made for the pump to be replaced even though the customer is currently out of the country and unable to return the old pump until late july.